Event description:
The user facility reported that their hexavue integration system experienced "no button control and no video on the monitor." This event did not occur during a patient procedure. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the medical network adapter (mna) decoder required replacement. The technician replaced the mna decoder, tested the function and operation of the device and confirmed it to be operating to specifications. The mna decoder subject of the reported event is being returned for evaluation. A follow-up report will be submitted when additional information becomes available.